Event description:
It was reported that the patient had his inflatable penile prosthesis cylinder and pump components removed due to the pump riding high in the scrotum making it uncomfortable during intercourse and the distal cylinder tips were low in the penis leaving a mobile glans. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders and pump components were implanted. The reservoir remained implanted and used with the new cylinders and pump.

Event description:
It was reported that the patient had his inflatable penile prosthesis cylinder and pump components removed due to the pump riding high in the scrotum making it uncomfortable during intercourse and the distal cylinder tips were low in the penis leaving a mobile glans. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders and pump components were implanted. The reservoir remained implanted and used with the new cylinders and pump. Additional information received indicated the patient current status was good.